Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had pain at the lead tip site. Patient stated that when she recharged the device, the pain at the lead tip subsides, but if she goes three days or more between recharge sessions, then the pain gets worse. She stated this started about 3 months ago and that she has not experienced any falls or trauma. Changing the patient programmer settings has not resolved the issue. Additional information has been requested, but was not available as of the date of this report.